Event description:
S&n received a report regarding an osteotome which broke inside of the patient during a hip arthroscopy procedure. Information provided did not identify whether the broken piece was removed or remains in the patient. No injury to patient was reported.